Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device's cut wire broke at one end, however, it did not detach from the device. The procedure was completed with another autotome sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.